Event description:
On 09/02: customer reports fluoro failed during procedure. Customer does not provide any pt or procedural info. Customer does report no injury.

Manufacturer narrative:
Field service engineer troubleshoot the problem from the footswitch back to the sedecal generator. The fse corrected the switch position and was able to fluoro normally without any further incidents. The fse tested the unit as per the sedecal generator service manual and the hut service manual. The unit passed all tests and verification. System was returned to full service by the customer.